Manufacturer narrative:
Follow-up report #01. Sections b4, d9, g6, h2, h3, h6 and h11 have been updated with new information. The device was returned and evaluated. It was confirmed that the microtip needle had separated from the rest of the handpiece. Due to the state in which the device was received, functional testing could not be performed. The fracture site was located at the braze joint between the needle and the ultrasonic horn.

Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the handpiece. There were no patient complications.